Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, idf files seem damaged after downloading, even before anonymization. The subjects participating in apollo study are followed up by remote monitoring. Idf files have been extracted from remote monitoring smartview website. Issue detected for patients: (B)(6).

Event description:
Reportedly, idf files seem damaged after downloading, even before anonymization. The subjects participating in apollo study are followed up by remote monitoring. Idf files have been extracted from remote monitoring smartview website. Issue detected for patients: (B)(6).

Manufacturer narrative:
This issue is due to a new encryption key within any ulys, edis and gali programmer files (.cso) to respond to cybersecurity rules. The data from the .idf files are available in both report.pdf and egm.pdf files. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.